Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed off sooner than expected. The customer's blood glucose was between 400 and 450 mg/dl. The customer declined to provide further information to tandem technical support and declined further troubleshooting assistance, therefore no additional information could be obtained.